Event description:
The patient is not a diabetic. Post-op glucoses were running high on the roche accuchek. Patient was on insulin sliding scale. On event date, blood glucose performed on accu-chek meter read >400. This was done twice on same meter at around 2105 and 2108 hr. A line draw was done and sent to main lab. Results received back at 2143 hr glucose of 113 mg/dl. No insulin administered. In "2009", rn measured glucose of 184 at 1116 hr. According to chart protocol, she would have to treat the value. Because of discrepancies noted on the shift before, she decided to do a line draw, drawn within 5 minutes and sent to main lab. No treatment was done during the wait for the lab to report. Sample drawn at 1120 hr, received in lab at 1131 hr, and reported out at 1206 hr. Lab result came back at 128 mg, a value not needing treatment. Patient did not eat until this lab was drawn and reported. The rn reviewed with her manager, her drawing procedure for fingerstick and reciting the correct applications. Earlier on two days later that same morning, at 0530 hr the patient's sugar was 136 mg. At 0846, it was 357, was rechecked at 0850 on the meter and repeated again with a value of 304. Te educator told the rn to wait about a half hour and redo the sugar from the outer hand; by the time she had time to get back to his patient, it was actually about 45 minutes later. But to qualify the scenario, there was no IV involved, the patient did not eat during this time, and she was not treated for the 357 sugar. And so at 0951, the rn drew from the other hand and the meter reported 135 mg/dl. The charge rn, attending rn, and manager questioned the possibility of some interference from medications or a combination of meds that may have affected the meters ability to give accurate results.